Event description:
Complainant submitted complaint letter to import compliance office. Complainant states that promotional materials that are handed out to customers at the center and center sales pitches have various health related claims, including expanded blood vessels, increased white blood cell count, restored nerve signals, decreased joint stiffness, and detoxification, among other similarly serious health claims. Complainant states after using the nuga bed for a while, complainant had almost made up her mind to purchase one, and decided to research the product a little further before making the final decision. During the course of complainant research, she discovered that the health claims nuba salesperson made at the center and which were on their flyers were clearly under the scope of and therefore merit 510 (k) clearance from the FDA. Complainant searched the official FDA website for evidence that the nuga bed was both registered and cleared under 510(k), but soon realized that the nuga bed was not 510(k) cleared, although the company itself did seem to be registered, in fact there was even an official import memo which categorized as a non-510(k) cleared import. Complainant would like to be informed of any conclusions or decisions pertaining to the investigations.